Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
On 24mar2026, the device was opened for the purpose of stent deployment. When the stent was elongated using the supplied strainer in order to load it onto the guidewire, kinking of the stent occurred, resulting in failure of guidewire passage. The procedure was completed using another unit of the same product from the hospital¿s inventory. No health hazards. What was the size of the wire guide used in the preparation stages? Unknown. Please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. As it was a long-term loaner unit for the distributor, it was stored in the distributor¿s warehouse and taken out to hospitals according to the case needs. Was the wire guide lubricated prior to use? Yes. Was the wire guide inspected for damage prior to use? Yes. Was the device at the center of the complaint inspected for damage prior to use? Yes. Were any other defects observed on the device prior to return (other than the reported complaint issue? No. What is the endoscope manufacturer, the model number and working channel size that was used for the procedure? Unknown.